Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation of the implantable loop recorder, a diagnostics anomaly was observed. A software download successfully restored the device to normal operations.